Manufacturer narrative:
Concomitant medical products: product ID 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that after a procedure to replace an implantable neurostimulator (ins), impedances were measured to be low. Impedances on the right ins were measured to be the following: 1-2 = 32 ohms, 1-3 = 33 ohms and 2-3 = 33 ohms. The patient&#62688;health care provider (hcp) was made aware of the impedance issue and no actions were taken. The low impedances were programmed around with the new ins and the patient was receiving benefit from the deep brain stimulation. The patient&#62688;indication for use is parkinson&#62688;dual and movement disorders.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-28 lot# v532274. Implanted: (B)(6)2012. Product type lead medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there were low impedances. It was mentioned by the patient of a known issue with the impedance but there was not a reprot of any therapy concern by the patient. The hcp also reported being aware of some impedance issue with the system from the past but didn't have any further details. What prompted the issue was that the patient was having an ins replacement due to normal battery depletion. Impedances were tested and the following impedance results were reported. C/0 998, c/1 451, c/2 451, c/3 451, o/1 1074, 0/2 1074, 0/3 1074, 1/2 32, 1/3 33, 2/3 32 with all measurements being in ohms. The patient was programmed at c+0-1-. The rep asked about the ins longevity with those contacts being used and it was reviewed that as long as the other contacts were not added there shouldn't be a conern but that running a group impedance could tell them how the system was running based on those contacts. Reviewed with rep that they could take group impedance measurement to ensure low values weren't seen since they asked about battery longevity. Rep indicated no further investigation of the testing the lead and extension were done, hcp just implanted the new ins. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the low impedances remains unknown, and that there were no symptoms related.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.